Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: confirm there were 2 total procedures/events? Yes. Lot # for both cases /events reported? Yes - ldb828. Both procedure names for the events reported? Robotic inguinal hernia. If sample is available to be returned for both cases/events reported, please confirm and provide contact name and mailing address to send the shipper kit for return of the sample to evaluate. No product for return.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2018 and barbed suture was used. During the procedure, the needle popped off at the swage while the surgeon was suturing the peritoneum. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2018-73334 . Please see medwatch report # 2210968-2018-73334 for all information regarding this event.